Manufacturer narrative:
(B)(4). Concomitant medical product: vanguard ps femoral, catalog #: 183128, lot #: j3721221; vanguard ps tibial bearing, catalog #: 183620, lot #: 826490; vanguard femoral pegs, catalog #: 183099, lot #: 827330; series a patella, catalog #: 184762, lot #: 047990; series a patella, catalog #: 184762, lot #: 818530. Customer has indicated product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation has begun, and once it is complete, a follow-up report will be filed. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-11108, 0001825034-2018-11109. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent left total knee arthroplasty. Subsequently, patient is experiencing loosening.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were reviewed and confirmed the patient is experiencing tibial radiolucency and pain. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient continues to experience pain to left knee, and radiolucency of tibia component post left knee arthroplasty. The patient has been indicated for revision, however, none has been reported to date.

Manufacturer narrative:
(B)(4). This report is being submitted to relay additional information. Unique identifier (UDI): (B)(4). Concomitant medical products : series a patella, catalog #: 184762, lot #: 047990 needs removed as this product was not implanted during the patient's initial procedure. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.